Event description:
They had a disposable blood pressure cuff that was having issues with leaks. In turn it was not giving a correct blood pressure reading. The operating room was switching out the machines thinking the error was caused from a defective device. It was in fact the blood pressure cuff that caused the issue.